Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test due to protruded and loose drive support disk. Insulin pump was unable to verify prime alarm due to motor error alarm. Motor passed motor test. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed during the manual prime. No further info reported.